Event description:
It was reported the patient was experiencing ¿stray voltage.¿ it was noted the patient needed to be reprogrammed. It was reported the ¿stray voltage¿ may have occurred while stimulation was off. It was noted the patient fell on (B)(6) 2014 and the patient¿s medical records showed that a lead was broken and required revision.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).